Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated outside my tubes to the outside of the top of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heamorrhaging") and pain ("so much more pain"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage and pain outcome was unknown. The reporter considered device expulsion, genital haemorrhage and pain to be related to essure. The reporter commented: march 22 full hysterectomy. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the coding of event "heamorrhaging" was updated from "hemorrhage" to "genital hemorrhage". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated outside my tubes to the outside of the top of my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: march 22 full hysterectomy. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated outside my tubes to the outside of the top of my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: (B)(6) full hysterectomy concerning the injuries reported in this case, the following one were reported via social media: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.